Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The surgeon was using the suturing device through the trocar. When tying the suture knots, the suture broke. It seemed to have broke where the needle and the suture were combined, the needle detached from the suture. There was no patient harm.